Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving (5 mg per ml at 1.3 mg per day) via an implantable pump for unknown indications for use. It was reported that patient reported a sac of fluid in the middle of the lumbar region of their back. Factors that have led to the issue was the pump flipping. The magnetic resonance imaginary (MRI) confirmed fluid at catheter anchor site. The catheter dye study was attempted but unsuccessful because the catheter would not aspirate. The catheter was replaced and the issue was resolved. The patient weight was asked but unknown. Additional information received from the company representative stated that the physician re-sutured the pump to resolve the flipping.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.